Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The day following event onset, the patient was hospitalized for the event. The same day the patient was treated with intraperitoneal (ip) injection merocrit (500 mg, twice a day, ongoing) and ip injection amikacin (1 gm, daily, ongoing) for peritonitis. At the time of this report the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.